Event description:
While patient was being scanned with a CT scanner they felt a shock at the site of their spinal cord stimulator located on the left side under the skin. It only lasted a second and then they felt fine. Radiology was using a toshiba 64 slice 70cm bore CT scanner.